Event description:
In 2008, the patient reported that she noticed green condensation at the base of the piston rod of her infusion device. She stated that she places cold insulin cartridges into the infusion device. She was advised to allow insulin to reach room temperature before use. She stated that she does attach the adapter and infusion set to the insulin cartridge prior to insertion. No physiological effect were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.